Event description:
Report was received regarding potential legal action involving a late stent thrombosis and myocardial infarction. Review of the available information does not reveal sufficient information to relate the procedural, patient or target lesion details. An unknown cypher stent was placed in the right coronary artery of a male patient and subsequently the patient suffered a late stent thrombosis and mi. The information reveals the plavix was discontinued either three or six months after the procedure. The stent is unavailable for analysis and no sterile lot number was provided. No sterile lot number was provided thus no DHR could be performed. Stent thrombosis is a known potential adverse event associated with coronary artery stent implantation and is listed in the product IFU (instructions for use) as such. Review of the severly limited information does not suggest what factors may have contributed to the late stent thrombosis and mi.